Manufacturer narrative:
(B)(4): the meter was found to have pcb board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an unusual issue with her onetouch ping meter. The patient reported a red light continues to show on the display even when the subject meter is off. There were no allegations of harm or injury. However, this complaint is being reported because the alleged product issue remained unresolved.